Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient noted discomfort due to the original location of implant. The patient denied any falls or external factors leading to this issue. A pocket revision was performed which resolved the issue.